Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaints for "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust" and "general risk - failure - balloon leakage" were unable to be confirmed as no relevant imagery or device was returned for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation, indicating the device was not damaged out of the box. An existing technical summary has been documented for root cause analysis to difficulties that occur while aligning the thv onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why tension build up in the system due to valve alignment difficulty can potentially lead to a series of secondary failures such as balloon leakage. As reported, "during the procedure, the team had difficulty during valve mounting/balloon alignment due to tortuosity/angle of entry. Advancement and manipulation of the esheath and commander ds were performed until best working position of ds balloon and valve were achieved," "during the final stage of deployment, contrast was visualized extravasating from the proximal end of the balloon" and "the 23mm commander ds was evaluated on the back table and multiple small holes were identified at the proximal end of the balloon." Per technical summary, if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, valve alignment difficulty may also result in balloon leakage. Increased valve alignment forces can result in the valve's interaction with the balloon, causing the valve to puncture the balloon (pinhole) and subsequently resulting in leakage. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve alignment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section) likely contributed to valve alignment difficulty. In regard to balloon leakage, available information suggests that procedural factors (valve diving, high alignment forces) was a contributing factor. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a left carotid approach tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During the procedure, the team had difficulty during valve mounting/balloon alignment due to tortuosity/angle of entry. Advancement and manipulation of the esheath and commander ds were performed until best working position of ds balloon and valve were achieved. During the final stage of deployment, contrast was visualized extravasating from the proximal end of the balloon. The valve appeared fully deployed on angio. The balloon was deflated and blood was visualized in the atrion. The commander ds was carefully withdrawn into the esheath without resistance and was removed from the patient without issue. The 23mm s3 was evaluated with tee and angiography, no central ai or pvl was identified. The esheath was withdrawn from the patient and was intact. The 23mm commander ds was evaluated on the back table and multiple small holes were identified at the proximal end of the balloon. The patient remained stable throughout the entire procedure.